Manufacturer narrative:
(B)(6) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of skin reaction in which each event has similar details and treatment but occurred on two different sensors. Please see related records (B)(6)

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2023, the patient experienced a skin reaction. Date of event is an approximation. The patient experienced a skin reaction with rash, redness, inflammation, drainage, and pustules, which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). This is 1 of the 2 reactions in which each event has similar details and treatment but occurred on two different sensors. The patient developed an allergy with large red wart-forming ulcers. They performed an allergy investigation at the diabetes centre, linköping university hospital and an allergy to the adhesive was confirmed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.